Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified, tortuous right coronary artery (rca). The lesion was predilated with a 2.5x20mm maverick balloon. The physician attempted to place the 3.00x32 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, stent damage was identified. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. As a unit has not been returned, an examination of the device could not be carried out to identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. A CAPA has been initiated to address this issue. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device.